Event description:
It was reported that the ventilator alarmed for high o2 concentration and low minute volume. The ventilator's air gas module was contaminated with liquid. There was no patient harm reported. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested by the user facility, who use a third party provider for service and repair. According to the hospital engineer, the air gas module was contaminated with water. No ventilator logs were provided. The air gas module was not returned for further investigation. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The conclusion is that the water/liquid entered the air gas module through the compressor. H3 other text : 4111.